Manufacturer narrative:
The requested product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the adc device was reported. Customer received an unspecified high sensor scan result. As a result, the customer did not experience any symptoms but required third-party administration of an unspecified i.v. By a healthcare professional. It was further reported hcp meter readings of 340mg/dl and 98mg/dl were obtained; the times of these readings were unspecified in relation to treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A high readings issue with the adc device was reported. Customer received an unspecified high sensor scan result. As a result, the customer did not experience any symptoms but required third-party administration of an unspecified i.v. By a healthcare professional. It was further reported hcp meter readings of 340mg/dl and 98mg/dl were obtained; the times of these readings were unspecified in relation to treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
(B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.